Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it displayed high, out of range pacing lead impedance (pli) greater than 2,000 ohms as detected via the patient remote monitoring system. The rv lead was surgically abandoned and the ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.